Manufacturer narrative:
It was reported that after approximately 2 hours in use on a test lung, the anesthesia generated unidentified noise and several alarms were generated. The device was investigated at the hospital and the conclusion drawn by the field service technician was that the issues had been caused by leakage. The manual breathing bag was also inflated despite automatic ventilation mode being selected. A contributing factor to the reported fault may have been a temporary a leakage at the manual ventilation valve causing the gas to enter the manual breathing bag when it should be closed. The device logs have not been available to confirm the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that during ventilation on a test lung, the anesthesia workstation generated an unidentified noise and alarms for leakage were generated. There was no patient involvement. Manufacturer´s ref #: (B)(4).